Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s battery was rubbing up against their rib cage and the doctor planned on moving the battery to a more optimal location. The surgical intervention was scheduled for (B)(6) 2018. No further complications were reported/anticipated.